Manufacturer narrative:
The lead was returned with an unspecified complaint. As received, a complete lead was returned in one piece with helix found partially extended and clogged with blood/ tissue. Final analysis did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2023-22153. It was reported that the patient's implantable cardioverter defibrillator and right ventricular lead were explanted for unknown reasons. No further information was provided.